Event description:
The patient used the suspect device to check their blood glucose and obtain a result of 150 mg/dl. They felt shaking and accepted the result. Fifteen minutes later they passed out and emts were called. The emts checked their glucose and the level was 16 mg/dl. They were treated with dextrose. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation. Controls were not used on the system at the time of the event.